Event description:
It was reported that the t:slim x2 pump battery would not charge, despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as different charging supplies did not resolve the issue. They confirmed the pump's serial number and shipping address and advised the customer to use multiple daily injections as a backup insulin therapy. A replacement pump order was submitted, and instructions were given for returning the faulty pump.